Event description:
I was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss of the device. The device was removed and replaced with a new aus consisting of a 4 cm cuff, a pump and a 61-70 balloon. No further patient compilations were reported. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient experienced recurring incontinence. The patient had a good outcome with no further complications.